Event description:
Customer called to report that the needle was bent on the transfer guard. Customer's blood glucose reading was 156 mg/dl. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used reservoir and performed visual inspection. Found the transfer guard needle and transfer guard body bent at a 90 degree angle. Unable to perform pre-fill test due to the condition of the transfer guard. Unable to confirm the customer received the transfer guard needle bent due to the product being opened/used when received.